Event description:
The customer reported there was a leak (<5 ml) of clear fluid dripping from below the laser of the beckman coulter lh780 analytical instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. No one was splashed, sprayed. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed. There was no death, injury or change to patient treatment attributed or associated to this complaint. Medical attention was not sought. There were no erroneous results reported as a result of this event. Service was provided and the field service engineer (fse) observed that instrument had a pin hole in the sampling line going through pinch valve 52 (vl52) to the flow cell (port 6) from the diff mixing chamber (vl25). Fse replaced the sample line and there were no further signs of leaking. Root cause for the leak is a pin hole in the sample line tubing going through vl52 to the flow cell from the diff mixing chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer

Manufacturer narrative:
(B)(4).